Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in august 2009 and performed to specification up to the 27th december 2009. The device failed multiple self-tests due to a low battery between january 2010 december 2010. A fresh pad-pak was installed in may 2012 and the device performed to specification up to the 14th june 2015. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.